Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation under her breasts. The irritation was red and itchy. The patient's dermatologist advised the patient to use a cream on the irritation. Follow-up indicated that the irritation had improved.